Event description:
Baxter received a live call from the customer, who stated that the facility had 2 ce intermate sv 200, devices which were discovered prior to patient use with the blue winged cap separated. There was no report of patient involvement, medical intervention, or injury. No additional information is available. This reference will serve as report 1 of 2 for this facility.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation and/or should any additional information become available.

Manufacturer narrative:
(B)(4). Additional narrative: broken condition not confirmed. The winged cap was noted to be securely intact with the distal luer. A batch review has been conducted which revealed product met all acceptance criteria for release. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.